Event description:
Pt was dispensed sofmed breathables toric (enfilcon a) lenses on (B)(6), 2011. On (B)(6), 2011 pt began to experience painful, red right eye, light sensitivity and blurry vision. Pt was diagnosed on (B)(6), 2011 with keratitis and was prescribed maxitrol drops four times a day for 5-7 days. Pt was seen for a follow up on (B)(6) and temporarily discontinued lens wear use from (B)(6). Pt was using optifree replenish and wearing the lenses on a daily were basis. Pt has returned to contact lens wear and ocular status has returned to normal.

Manufacturer narrative:
Event was reported by eye care practitioner directly to coopervision. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusion: no conclusion can be drawn. This is being reported as keratitis in the right eye. Should further info be provided that would change this conclusion, an update to this update to this report will be provided within one month of receipt of the add'l info.